Event description:
It was reported that pump displayed cartridge change error and customer was unable to complete cartridge loading process. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and completed new cartridge fill but loading still failed, so technical support arranged replacement pump, instructed customer to use multiple daily injections as backup therapy, place pump in storage mode before return, reprogram pump settings and reconnect continuous glucose monitor on replacement device, and return problematic pump using pre-paid label within specified timeframe.